Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge had been filled with 300 units of insulin. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing or cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issues. There was no reported adverse impact to the customer's blood glucose level.